Event description:
It was reported that this right ventricular (rv) lead exhibited noise oversensing resulting in pacing inhibition. This lead was subsequently surgically abandoned and replaced. No additional adverse patient effects were reported.